Event description:
New information received notes that no intervention was performed and no malfunction was alleged. The device will continue to be monitored.

Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.